Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio flex meter read inaccurately high compared to another meter (accu aviva connect). The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2017, 7:05 am, when he reported experiencing the symptoms of tired and woozy. The patient reported that 30 minutes after developing these symptoms he tested his blood and obtained a blood glucose result of 6.4 mmol/l on the subject meter which he compared to a reading of 5.1 mmol/l on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he self- treated with food and drink. ¿multigrain cereal and yogurt¿. The patient denied that he obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. And the blood sample was taken from an approved sample site. The patient denied that the control test had been manually selected on the subject device. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.